Event description:
Allegedly revised due to aseptic loosening stem; other indication for revision (left hip). (B)(4).

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. (B)(6). This report will be updated when the investigation is complete. This event occurred in (B)(6).